Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the down arrow button on the insulin pump was not responding while trying to deliver a bolus. The customer also stated that the insulin pump alarmed no delivery during bolus. She stated she selected resume and it worked. The customer stated the device has been dropped over the years but not exposed to moisture. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.